Event description:
It was reported to baxter (B)(4) that a patient control module (pcm), which was connected to a basal/bolus infusor, had freely flowed for several hours during patient use leading to an overdelivery of morphine. According to the customer, the pcm became "loose" 5-6 hours after the patient had knocked and shaked it. The patient reported a feeling of sickness and cramping due to this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4).this device is not a standalone product and was used in conjunction with a baxter basal/bolus infusor (product code 2c1955kjp) during this event. MFR report # 6000001-2010-00430 was submitted for the basal bolus infusor. This medwatch is being submitted for the patient control module watch.this device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.